Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that patient gets shocking sensation while they were recharging. The caller reported that in addition to the zapping sensation, the charger is also having difficulty communicating with the handset. Caller stated it takes a long time for the handset and charger to connect and then once the charger finds the ins it will only stay charging for 3-5 seconds before they feel a zap as if the ins turns off and back on again. The caller reported the communicator can do telemetry normally with the ins but as soon as they get the recharger out that is when problems start. During the call, caller answer the regarding the patient's discomfort while charging as patient was charging on bare skin, and had no layer of clothing over the entire surface. Patient have tried charging with and without the belt. The specific location for the discomfort was internally and feeling like the ins was being turned on and off. The sensation was described as a shock or jolt or a zap. Patient stated the implant sit had been fine. The sensation only occurred after the recharger connects after 3-5 seconds when the recharger loses connection. Today was the first time the sensation was present. Patient's skin was dry. No troubleshooting was done on the call. The caller also reported seeing a code or alert screen on the recharger app but could not recall the specific details. Additional information was received from the patient. They reported that there was no telemetry with recharger and going into 3 weeks of intermittent problems; called before but did not replace but issue still persists - no patient injury reported. Additional information was received from the manufacturer representative (rep). They called back stating the issue still persists and it will not charge. Caller stated that they strongly believe the issue lies with the device and not the patient implant as that has healed. Additional information was received on 2022-01-19, the patient's husband called to report recharging issue involving recharging quickly disconnecting and subsequently shocks the patient. The patient feels this sensation all the way to her toes and the sensation persists when trying to continue to recharge. Rep provided further info that her partner met with the patient after she received the replacement recharger and the issue persisted. They tried using a rep's recharger and it still occurred. Rep said patient had no falls or trauma. Rep said the patient seems to be of average weight and she is not sure if the ins is tilted or too deep. Tss suggested assessing pocket site with hcp and trying different recharge positions, charging with stimulation off, placing electrical tape over metal contacts. Tss reviewed using clothing over implant and rep said this has been tried with and w/o clothing and rep s aid this did not make a difference. Rep added that the pt was able to recharge just fine initially but a couple recharge sessions later is when the issue started. Rep said she thinks the issue may have started around (B)(6) 2021 but wasn't sure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported that they have requested the device several times to no response. The device is with the hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-01-28 a manufacturer representative (rep) called to follow-up on this case. The caller reported that the patient's husband is upset because they can't recharge the ins and the recharger shocks the patient. The recharger connects to the ins for a few seconds, then starts searching and shocks the patient. The caller reported that adding space between the recharger and the ins did not improve the coupling. The caller indicated they did not think that there was a problem with the orientation of the ins or that the ins was implanted too deep. The patient was scheduled for the device to be replaced with a non-rechargeable ins on (B)(6) 2022. The caller reported that the husband was also upset because they received a lot of follow-up questions from medtronic and the issue has not been resolved. The caller also mentioned that the patient claimed to have called patient services on (B)(6) 2021 and one week following that date. Tss was unable to find any record of calls in (B)(6) 2021. The rep asked about warranty claims associated with this event, tss directed the caller to the warranty group.

Manufacturer narrative:
Continuation of d10: product ID a520 lot# serial# unknown : product type software product ID wr9220 lot# serial# (B)(6): product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) called to follow-up on this case. The caller reported that the patient's husband is upset because they can't recharge the ins and the recharger shocks the patient. The recharger connects to the ins for a few seconds, then starts searching and shocks the patient. The caller reported that adding space between the recharger and the ins did not improve the coupling. The caller indicated they did not think that there was a problem with the orientation of the ins or that the ins was implanted too deep. The patient was scheduled for the device to be replaced with a non-rechargeable ins on (B)(6) 2022. The caller reported that the husband was also upset because they received a lot of follow-up questions from medtronic and the issue has not been resolved. The caller also mentioned that the patient claimed to have called patient services on (B)(6) 2021 and one week following that date. Tss was unable to find any record of calls in (B)(6) 2021. The rep asked about warranty claims associated with this event, tss directed the caller to the warranty group.

Manufacturer narrative:
Continuation of d10: product ID a520 lot# serial# unknown product type software product ID wr9220 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep. They reported patient was implanted with non rechargeable device. The request to return the explanted device has been made however hospital has to get permission to release to rep. Rep has made formal request and is waiting for approval. Explanted device currently in possession of hospital.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.